Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient devolved a rash under the rear therapy electrode. The patient reported pustules but that they were not broken open. There was no alleged device malfunction. The patient was recommended by a physician to use cetirizine. Follow up indicated that the rash is improving.